Manufacturer narrative:
Additional information has been requested regarding the circumstances of the event and use of device has been made. Should further information be made available, a supplementary report shall be submitted. This report is submitted on december 31, 2019.

Event description:
It was reported that the rechargeable battery of the sound processor allegedly leaked fluid (date, and particulars of the alleged event or its circumstances were not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The rechargeable battery has not been returned to the manufacturer as of the date of this report.